Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that, noise was observed on the ventricular lead. The device was reprogrammed to resolve this event. No further action.